Manufacturer narrative:
Device evaluation of monitor sn (B)(4), electrode belt sn (B)(4) has been complete. As received, the monitor and electrode belt were fully functional and able to detect and treat a patient. Post-shock asystole is a known, low-frequency complication of defibrillation. Device manufacture date: monitor sn (B)(4): 03/2014 - reuse. Electrode belt sn (B)(4): 08/2014 - reuse.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2015 and had been treated prior to passing. The patient was at the home during the event and it was reported that the patient's wife called 911. When the paramedics arrived, the patient was not breathing. The paramedics attempted to revive the patient for 45 minutes unsuccessfully. Per review of patient download data, at 19:44:43 on (B)(6) 2014 the lifevest detected vt at 216 bpm. Gel was released at 19:45:42 and a 150j pulse was delivered at 02:21:53. The rhythm at time of treatment was vt at 205 bpm. Post-shock rhythm was bradycardia at 54 bpm degrading into asystole. Detection stopped at 19:46:12. Asystole was detected seven times from 19:47:34 to 20:03:01. ECG shows asystole with CPR artifact. An arrhythmia was detected at 20:03:53 and the ECG shows CPR artifact. Detection stopped at 20:04:21. Asystole was detected six times from 20:11:10 to 20:24:05 and ECG shows CPR artifact. The device was shutdown at 20:26:31 on (B)(6) 2015.